Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response and button error due to corroded keypad traces. There was no moisture damage on the electronic assembly or motor. The pump had missing end cap sticker, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error and the customer was unable to clear the alarm. The customer's blood glucose was 14.9 mmol/l at the time of incident. The pump was kept in the customer's bra and was exposed to sweat. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.